Event description:
It was reported that death occurred. Vascular access was obtained via femoral approach in accordance with the directions for use (dfu). The initial puncture was without issue. A large lotus introducer sheath was inserted however, the device appeared to get stuck to a very short concentric plaque within the vessel. The introducer sheath was removed and appeared normal with no kinks or visible damage. The physician performed two inflations with an 8mm balloon to open the calcified area. A new lotus introducer sheath was then introduced with no associated problems. Predilation was performed with a non-bsc 21mm balloon. A 25mm lotus edge bioprosthesis went in smoothly and passed the native valve easily and with no problems. During the first unsheathing and initial positioning of the valve, the patient's blood pressure dropped and the patient went into ventricular fibrillation. After a short cardiopulmonary resuscitation (CPR), the patient's hemodynamics stabilized and the physicians continued with the valve implant. The initial position of the valve was too high and paravalvular (pvl) was noted, so the valve was repositioned lower in accordance with the dfu. The valve was locked into final position. The patient went into ventricular fibrillation again. Echocardiography of the pericardium found no tamponade. The resuscitation continued for 26 minutes with no normal heart rhythm or blood flow. The patient was confirmed dead. The final stage deployment of the valve was then completed after CPR was stopped. The lotus introducer was removed and the puncture site was closed with 2 non-bsc closure devices.